Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to confirm motor position encoder error alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they were using manual injections for back-up. The customer stated that they were able to clear the alarm and had to rewind it. The customer also stated that the motor position encoder error alarm recur while trying to reset the time and date. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.